Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor system and prime anomaly. The customer's blood glucose value was unknown. Customer stated insulin was squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer stated they are unable to exit the preparing to prime loop. Customer stated the rewind message occurred after an alarm or alert. Customer stated they are stuck in rewind complete bolus delivery loop. The device will not be returned for analysis.